Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
The following was reported via medwatch # (B)(4). During intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm. Upon inspection, blood was noted to be backfilling into the tubing. The console was placed in stand-by and the or team was called in to replace the iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).